Event description:
According to the reporter: the handle would not close, open or articulate the reload. The device was not used on the pt this occurred an in-service in the office. There was no delay of procedure over thirty minutes. There was no unanticipated blood loss. It was reported that all white, blue and green lights were on the device. The open and close button was able to fully depress. There was no reinforcement material used in conjunction with the stapling device.

Manufacturer narrative:
(B)(4).